Manufacturer narrative:
System components explanted: catalogue: imp-drn-lng, lot#: az0710011, mfg date: 10/20/2010; imp-wc-0207, az0710016, 10/19/2010. Physician indicated that device appeared to have functioned as expected, and cause for explantation was patient related. Review of manufacturing records demonstrate that all materials met anticipated release criteria and no anomalies were noted. (B)(4).

Event description:
A wrist arthrodesis implant was explanted from a patient during a surgical procedure due to infection.